Event description:
While md was performing circumcision, the md noticed more bleeding than usual. Upon further examination, the md discovered the tip of the penis in the instrument. The penis was placed in saline & an urologist was consulted. The baby was transferred to another hosp & underwent surgery to reattach the tip of the penis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.